Manufacturer narrative:
No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Device is not available.

Event description:
It was reported that patient is a (B)(6) male, who in (B)(6) 2016 had a second surgery with a rod and two screws. In (B)(6) 2017, it was noticed on x-rays that the two distal screws were broken. Now he suffers from a form of ptsd because he is afraid of what could happen with these two broken screws in his leg, which had left him with a limp. It is possible that he will have to have these two broken screws removed. Patient is requesting compensation.

Manufacturer narrative:
The evaluation revealed both broken alleged locking screws to be the primary products. A physical examination could not be carried out since the item was not provided. Review of the device history records could not be carried out as the product data remained. Thus, a comprehensive examination and investigation was not possible. Review CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified. Furthermore no additional information like x-rays except of 1 with view of distal section ¿ or medical records was provided. General aspects: an intramedullary nail including locking screws are temporary implants which inevitably will be subject of a fatigue fracture if the biomechanical stresses on the implant are too high or not considerably reduced during the period of implantation. During this period there is a race between bony consolidation / fracture healing and implant breakage as noted in the labelling of the product. Usually a breakage is contributed by one or more deficits, e.g. Insufficient bone healing, increased or too early load bearing. Generally the risk of a breakage will increase with the increase of load cycles and load level. Screw breakage in general has been experienced and is considered in the rmf, but does not present an unanticipated event in itself. Depending on load application, also, depending on the patient¿s post implant behaviour and depending on suitable anatomical reduction, depending on the kind of bone breakage, depending on the course of bone healing and other factors ¿ e.g. Additional trauma / fall - screw breakage can rather be classified as anticipated ¿ specifically if one or more contributing issues concurrence with each other. In this case, referring to received information, the screws allegedly broke after an implantation period of at least 3 months. The reported event ¿ screw breakage ¿ could be confirmed on 1 received x-ray. Since the devices were not returned for evaluation nor were any further x-rays provided it could not be confirmed that actually stryker products were affected. From technical point of view implant breakage may occur when the material is subjected to repeated loading and unloading resulting in fatigue of material. If the loads are above a certain threshold (microscopic) cracks will begin to form on the surface. It could not be determined if reposition had been performed in suitable manner. The course of bone healing (alleged breakage of previous implant (ref pi 1488337) needs to be considered) could not be determined. A system change ¿ here: from hip screw to intramedullary nail ¿ may be a measure in order to treat impaired bone healing. It could not be determined whether the patient had been compliant to the surgeon¿s instruction of post-operative weight bearing. With available information no further technical statement was possible. As to missing medical records no medical statement was possible. The file will be closed formally. In case the item and / or relevant clinical information should become available, we reserve the right to update the investigation and change the root cause. With available information a deficiency of the screw could not be verified.

Event description:
It was reported that patient is a (B)(6) year old, (B)(6) pound male, who in (B)(6) 2016 had a second surgery with a rod and two screws. In (B)(6) 2017, it was noticed on x-rays that the two distal screws were broken. Now he suffers from a form of ptsd because he is afraid of what could happen with these two broken screws in his leg, which had left him with a limp. It is possible that he will have to have these two broken screws removed. Patient is requesting compensation.